Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated.one device was received. The physical condition of the device had a scratched lens. Lifted ?dso" seal. During functional test ?dso" calibration failed. Evidence was also found in the event history log for cassette not attached properly. The root cause was the ?dso" sensor. It was unknown what caused the component to become inoperable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended that the ?dso" sensor be replaced.

Manufacturer narrative:
Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "cassette not properly attached" message appears when test cassette is attached. Patient involvement unknown.